Manufacturer narrative:
The lead has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to physical damage on the shocking electrode. The physician tried pushing the stylet to the tip of the lead, the stylet would not advance past the distal end of the coil and bent. Moreover, the distal end of the coil looked slightly damaged. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to physical damage on the shocking electrode. The physician tried pushing the stylet to the tip of the lead, the stylet would not advance past the distal end of the coil and bent. Moreover, the distal end of the coil looked slightly damaged. The lead was never in service. No adverse patient effects were reported.